Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was interrogated during a follow-up on (B)(6) 2011. Reportedly, the onset of a ventricular arrhythmia episode (labeled as fast vt) recorded int he implant memories on (B)(6) 2011 at 19:27 was not shown. Only the last part (showing atp therapy) was visible, which makes it impossible for the physician to evaluate the episode, as reported.